Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 3889-28, lot# va0mrwk, implanted: 2015-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports that there was not a fifty percent or greater symptom reduction. The extension and lead were the components involved in the reported event. The lead and extension were outside of the body, however trial was unsuccessful. No trouble shooting was necessary. Lead was removed. The cause of the event was determined and not device related. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was in the middle of an advanced evaluation and they had their mid test appointment the day of report. It was noticed the day of report that the patient¿s percutaneous extension connection and lead were outside of the pocket. The patient¿s device was reprogrammed and the patient was scheduled for a follow up appointment with their doctor on (B)(6)-2015. The patient¿s status at the time of report was noted as no injury and it was unknown if there were any patient symptoms or complications associated with the event. Later that day, it was reported that they could not increase the patient¿s amplitude on their external neurostimulator (ens). The manufacturer representative saw error screen ¿59, setting not available.¿ the representative couldn¿t increase the stimulation up past 0.1 ma. The program they were using had electrodes 0 and 3 as active and when they were using a program without electrode 3 they were able to increase the stimulation. The representative was going to use programs without electrode 3 and check the twist lock cable. It was noted that this was the seventh day of the trial and they were switching programs at the half way point. The patient had not experienced this issue while using the system. The day of this report was the first time the message was s een during the trial. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.